Event description:
It was reported that in the medical-surgical unit as many as 5 channel errors had occurred within the past two years. There was no patient harm. No further information was available.

Manufacturer narrative:
Omit : a1601 - device alarm system (1012), g0600101 - alarm, audible. Correction : initial reporter occupation, report source, report source other. Additional information : imdrf annex a and g codes.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No products will be received.

Event description:
It was reported that in the medical-surgical unit as many as 5 channel errors had occurred within the past two years. There was no patient harm. No further information was available.